Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pt rep reported that they could not get an MRI for the pt. The rep stated the ins was 'pinched between the nerves' and not working --caller gave 2.5 months as time frame for these issues. The pt rep refused to troubleshoot with pt controller because they said they have tried '100 times' and the ins does not charge. The pt is in a lot of pain and cannot get injections until they get an MRI. The pt wanted the ins removed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) an implantable neurostimulator. It was reported that the patient wants the implant removed because the implant will not take a charge. Patient rep mentioned the patient took a bad fall and fell off the back of a truck. Patient rep mentioned from that time the patient had nothing but severe pain in their back and that was a couple months ago. Patient rep mentioned patient needs a MRI so they can get the shots in their back. Patient rep mentioned the patient can't get the MRI because they don't know if the ins is on or off. Agent offered to troubleshoot the issue with the patient rep, but patient rep stated they have done this 3 or more times and it's not the equipment, it's a piece inside of the patient that's pinched between the vertebrae. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported they reached out to the patient, the patient¿s ins was dead for several months and needed to be charged. Rep walked the patient through charging the ins over the phone. Patient confirmed that the ins was charging and patient was rescheduling the MRI.

Event description:
The rep reported they reached out to the patient, the patient¿s ins was dead for several months and needed to be charged. Rep walked the patient through charging the ins over the phone. Patient confirmed that the ins was charging and patient was rescheduling the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.